Manufacturer narrative:
Age at time of event: 18 years or older. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During preparation, when the guidezilla was taken out from the hoop, it was noted that the guiding catheter part and the shaft were about to get detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's condition after the procedure was good.